Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "pads/paddles short" message and then rebooted power inappropriately. The user then attempted to monitor the patient via 12-lead, the device rebooted power inappropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.